Event description:
It was reported that a user received a ¿pairing failed¿ alert when attempting to pair a newly added dexcom g7 sensor to the ilet, and during troubleshooting realized the new sensor had not yet been applied to the arm; after attaching the sensor, it entered warmup and began the countdown, and pairing to the ilet was no longer an issue. Symptoms included no adverse clinical effects. Outcomes included no impact on activities of daily living and no required medical intervention. Investigation included user interview and troubleshooting with education on proper sensor application and pairing sequence. Investigation of this case revealed user setup error prior to sensor application, with normal device function observed once the sensor was correctly placed. It was concluded that the event resulted from user error rather than a device malfunction.